Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. A pump log review was completed for the bolus delivery allegation. Based on the log review, the bolus delivery issue was not verified. H3 other text : device not returned.

Event description:
It was reported that the pump was not delivering a bolus as intended. Additionally, it was reported that the wake button was sticking. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.